Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s blood glucose level was 386 mg/dl at the time of incident and the current blood 173 mg/dl. Customer also stated that the blood glucose level was 54 mg/dl. Customer states that the when she went to the bed the blood glucose level was 143 mg/dl and the 361 mg/dl at the time when the insulin pump was suspended twice. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.